Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, within the past month, the patient experienced an event where the infusion set fell off while in use on (B)(6) 2026. The infusion set had been in use for less than one day. The patient replaced the infusion set and resumed insulin deliveries successfully.